Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited noise over-sensed by the device, during shock impedance testing, with 6 ohms on the right ventricular (rv) channel. Electromagnetic interference (emi) caused by mindray external defibs. Bipolar impedance, thresholds and sensing were unaffected, and no emi was visible on egm. This device remains implanted. No adverse patient effects were reported. New information was received indicating that the rhythmcare team requested the model/serial of implanted products. No additional information has been received.